Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient had tried all four available programs and did not feel stimulation on any of them. It was also reported that the patient had a loss of bladder control. The patient was experiencing "overactive bladder" and "leakage when coughing". There is no known accident or incident related to the complaint. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va00dvr, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).